Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that sixteen packets of product code sxmp1b101 were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. Were any fragments generated? If so, were they removed successfully from the patient? 2. Did the patient/user of the device experience any injuries due to the reported event? Confirming that no fragments were generated, and no injuries were sustained by patient or user during this product failure. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-02333 2210968-2024-02334

Event description:
It was reported that patient underwent a hip surgery on (B)(6)2024, and barbed suture was used. The needles came away from two sutures during surgery. They were replaced with a like product. There was no reported surgical delay. There was no patient consequence. Further information was requested.